Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error. The caller stated that the customer was unsure whether the drive support cap was loose. The most recent blood glucose reading was 120 mg/dl on the morning of the call. Advised the customer to discontinue use of the insulin pump and that a replacement device would be sent. Nothing further reported.